Event description:
It was reported that a patient who underwent deep brain stimulation (dbs) implantation developed an infection, accompanied by fluid leakage at the lead extension site shortly after the procedure. A culture was obtained, but the results remain unavailable. The patient was treated with antibiotics and subsequently underwent an explant procedure. Postoperative recovery has been favorable. The implanted devices were retained by the medical facility and will not be submitted for analysis.

Manufacturer narrative:
Correction to initial report in block: h11. Block d.2b; additional applicable product codes: pjs and mhy additional suspect medical device component involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7136875, UDI: (B)(4). The lead extensions (serial: (B)(6) and (B)(6) were not returned for analysis as they were retained by the medical facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaints, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that a patient who underwent deep brain stimulation (dbs) implantation developed an infection, accompanied by fluid leakage at the lead extension site shortly after the procedure. A culture was obtained, but the results remain unavailable. The patient was treated with antibiotics and subsequently underwent an explant procedure. Postoperative recovery has been favorable. The implanted devices were retained by the medical facility and will not be submitted for analysis.

Manufacturer narrative:
Correction to initial report in block: h6. Additional suspect medical device component involved in the event: product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. (B)(6). UDI: (B)(4).

Event description:
It was reported that a patient who underwent deep brain stimulation (dbs) implantation developed an infection, accompanied by fluid leakage at the lead extension site shortly after the procedure. A culture was obtained, but the results remain unavailable. The patient was treated with antibiotics and subsequently underwent an explant procedure. Postoperative recovery has been favorable. The implanted devices were retained by the medical facility and will not be submitted for analysis.